Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.